Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during the catheter insertion into the femoral artery, the spring wire guide (swg) broke outside of the patient's body. As a result, the swg was removed normally. There were no patient complications or delay in therapy reported. No intervention required. Reference MDR #1036844-2010-00216 for the second event and MDR# 1036844-2010-00217 for the third event involving the same patient.